Event description:
Consumer reported complaint for the ketone test strips. The customer stated that the test strips were possibly grey in color when the package was first opened. Customer also stated that test strips were not changing color when testing. Customer is using the ketone test strips for a ketone diet. The test strip manufacturer's expiration date is 02/21/2023; open vial date is (B)(6) 2022. The test strips are not being stored according to specification (kitchen). The customer did not have another vial of ketone test strips that had been stored correctly. The customer feels well and did not report any symptoms and medical attention related to the use of the product was not reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern, unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 20-may-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: ketone strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause : mlc-001- user had an inaccurate reference.